Event description:
A health care professional (hcp) reported that a female pt underwent (2) 0.4cc injections of restylane 1 week ago (approximately 13 september 2005) into the upper lip. Anesthesia was in the form of lidocaine injected above the upper lip pre-procedure. Post implant, ice was applied to the injected area. The hcp saw the pt the following day (approximately 14 september 2005), the pt telephoned the hcp and reported that she had swelling and pain in the lips and right cheek, 2 grape size lumps in lower jaw causing pain, and had been seen at an emergency room over the weekend, where she was prescribed percocet and steroids. On 20 september 2005, the hcp saw the pt and observed * of * upper lip along with the right cheek were swollen and no evidence of the lumps near her jaw as previously reported. The pt was prescribed biaxin and percocet and referred to a dr at a second hosp for a second opinion, where she was evaluated and later admitted. While hospitalized, the pt underwent an incision and drainage of abscess on her upper lip where preliminary cultures indicated positive for "gram positive cocci". The pt was treated with cipro and clindamycin and currently remained hospitlized. The health care provider was uncertain as to the causality of the pt's symptoms at this time, however, a reporting dr from the hosp thought this was not related to restylane. Follow up info obtained from the injecting health care professional on 23 september 2005 indicated tha the pt underwent a surgical debridement of the abscess on her upper lip on 22 september 2005 and was discharged from the hosp on 23 september 2005. An associate dr was unable to determine causality. Final culture results were pending. Follow-up info obtained from the injecting health care provider indicated tha the pt had recently developed a body rash, determined to be psoriasis, where she received a "blue light" treatment. During this treatment, the injecting health care provider observed a general improvement in the pt's lips and face and indicated that "she was fine". Final culture were unavailable. Follow-up info obtained form the injecting hcp on 16 november 2005 indicated that during a recent visit (unspecified), she observed tha the pt had completely healed without sequelae, and the pt reported to her that the culture of the abscess was positive for staphylococcus for which she was treated with several antibiotics (unspecified). No further info is expected. Sponsor comments: the risk of infection is inherent to any injection procedure-involving placement of an implant. In this case, it is possible that other contributing factors may have also played a role, such as underlying psoriasis.

Event description:
A health care professional (hcp) reported that a pt underwent (2) 0.4cc injections of restylane 1 week ago in 2005 into the upper lip. Anesthesia was in the form of lidocaine injected above the upper lip pre-procedure. Post implant, ice was applied to the injected area. The hcp saw the pt the following day, which was unremarkable. Five days later, the pt telephoned the hcp and reported that they had swelling and pain in the lips and right cheek, 2 grape size lumps in lower jaw causing pain, and had been seen at an emergency room over the weekend, where they were prescribed percocet and steroids. The following day the hcp saw the pt and observed 3/4 of upper lip along with the right cheek were swollen and no evidence of the lumps near their jaw as previously reported. The pt was prescribed biaxin and percocet and referred to a physician at a second hosp for a second opinion, where they were evaluated and later admitted. While hospitalized, the pt underwent an incision and drainage of abscess on their upper lip where preliminary cultures indicated positive for "gram positive cocci". The pt was treated with cipro and clindamycin and currently remained hospitlized. The health care provider was uncertain as to the causality of the pt's symptoms at this time, however, a reporting physician from the hosp thought this was not related to restylane. Follow up information obtained from the injecting health care professional 3 days later indicated that the pt underwent a surgical debridement of the abscess on their upper lip the day before and was discharged from the hosp the next day. An associate physician was unable to determine causality. Final culture results were pending. Further information will be requested. Sponsor comments: the risk of infection is inherent to any injection procedure-involving placement of an implant. In this case, it is possible that other contributing factors may have also played a role, such as underlying psoriasis.